Event description:
It was reported that the patient did not have concerns regarding their device or therapy. It was also stated that the patient was still having concerns regarding their device or therapy, but they were working with their doctor or medtronic representative. Appointment dates were listed as "(B)(6) 2013". It was not clear if the patient's concerns were resolved or not. Additional information received reported that the patient's leads had migrated and the patient needed to shut the stimulation off. It was stated that the patient found out that her leads migrated "a couple of months ago". It was stated that they were definitely in the wrong place, and it was affecting the patient's right leg. The patient turned all the programs to 0.0v and wanted to make sure the device was off.

Manufacturer narrative:
Product ID: 3889-28, lot# v535688, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3889-28, lot# v535688, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported that the patient¿s lead moved and it was affecting her leg and was causing neuropathy. Additional information requested but had not been received as of the date of this report.